Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component degradation without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the technical assistance center (tac) representative indicates that missing adhesive at the forceps cover was noticed. There was no patient involvement.